Manufacturer narrative:
The device manufacturer date is not known. The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: screw broke. According to biocomposites: "investigation findings are: the peak (tip) of the screw was likely rubbing against the bone during the insertion technique and movement, leading to a split device. The suspected root causes are forward force (insertion force) may have contributed to the peak of the screw to be split. The sides of the screw were not biting to the bone leading to a "loss of torque" feeling." The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the screw broke during the procedure and the tip remains in the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. Filing on behalf of OEM biocomposites

Event description:
It was reported that the screw broke during the procedure and the tip remains in the patient.